Manufacturer narrative:
One catheter with limited volume monoject syringe and 1 ¿ non-edwards stopcock was received for evaluation. As received the balloon was found to be torn off between the balloon bonds and was not returned. There was latex still attached at both the distal and proximal balloon bond sites. As stated in the IFU ¿passively deflate the balloon by removing the syringe from the gate valve¿. The inflation lumen was found to be patent. All through lumens were patent without any leakage or occlusion. The catheter tube was found to be damaged (rippled) from the 10cm marker and extending to the 50cm marker. This condition indicates the catheter was stretched and the thermistor wire rippled inside the catheter tube. The thermistor was found to read 37.1 c when submerged into a 37.1 c water bath. No open or intermittent condition was observed. No visible damage was observed from the returned monoject 1.5cc limited volume syringe. The lot number was not provided; therefore, a review of the manufacturing records could not be completed. The customer report of balloon deflation issue was not confirmed, although was confirmed for the balloon missing. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint and implement any necessary corrective actions. Invasive procedures inherently involve some patient risks. Although serious complications associated with pulmonary artery catheters are relatively uncommon, the physician is advised before deciding to use the catheter to consider and weigh the potential benefits and risks associated with the use of the catheter against alternative procedures. The general risks and complications associated with indwelling catheters are well documented in the literature.

Event description:
It was reported that the balloon would not deflate when pulling back through the sheath. It was stated that the syringe was attached. The physician tried to use a snare to deflate the balloon. The balloon was never found. The patient was hemodynamically stable.